Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 345 (thermistor disparity) and had a delayed keypad response. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no issues that could have caused or contributed to the reported issue. During evaluation the device alarmed system error 345. A review of the event history log revealed system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be an out of specification downstream thermistor reading, the force sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no issues that could have caused or contributed to the reported issue. During evaluation the device had delayed keypad. The cause was identified to be a failing processor board which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.